Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced hyperglycemia while using the ilet after pausing insulin delivery for approximately 20 minutes to shower and resuming delivery thereafter; the user noted elevated glucose since waking, reported a peak of 401 mg/dl lasting about three hours outside of range, had eaten breakfast with a usual meal announcement, and had performed a full supply change the prior day with a 23 in 6 mm contact detach site. Symptoms included hyperglycemia without reported dizziness, loss of consciousness, or diabetic ketoacidosis. Outcomes included no use of backup therapy, no ketone testing, no professional medical intervention, and no assistance beyond troubleshooting. Investigation included review of device status and algorithm behavior, confirmation that insulin delivery had resumed and insulin on board was present, user education on monitoring and potential full set change if levels did not trend down, and attempted verification of current firmware. Investigation of this case revealed an unclear cause of hyperglycemia with no confirmed device malfunction identified during troubleshooting. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.